Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive down arrow button due to moisture damage on keypad trace. No button error alarm noted. The insulin pump was unable to perform displacement test due to unresponsive button. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump when attempting a bolus. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.